Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via social media and stated that the string on the tampon always ripped off. No injury was reported.